Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. Investigation has been completed based on current information. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that after an intraocular lens (iol) implantation procedure, the iol was found to flip over during a medical examination following the surgery. The physician or surgeon attempted to re-operate for restoration; however, the iol kept reverting like a shape memory even after restoration attempts. Consequently, the decision was made to remove the iol. A new incision wound was created with a crescent knife. There was concern about iris prolapse due to the patient's use of an alpha-1 blocker. Therefore, the healthcare professional cut the iol inside the patient's eye and implanted another iol to address the issue. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).